Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced wound dehiscence and an infection. The pacemaker and the right atrial (ra), were explanted and the right ventricular (rv) lead was partially explanted and capped on (B)(6) 2025. The full system was replaced. During the replacement procedure, while implanting the atrial and ventricular leadless pacemaker, it was noted that the patient experienced atrial flutter. The patient was cardioverted and the rhythm was successfully converted back to sinus. The patient was recovering.